Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a battery put in (B)(6) and is "having problems with the ins." The patient stated that they were calling to coordinate getting a manufacturer's representative (rep) out to their appointment on the day of the call. The patient confirmed that the problem they are having cannot be helped over the phone. The role of the rep was reviewed. The patient was redirected to their healthcare provider (hcp) to page a rep. No further complications were reported or anticipated. No symptoms were reported.